Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 1494 : incorrect anatomy.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostar device after an interventional procedure using a 14f sheath. Reportedly, all of the needles were unable to deploy. Two perclose devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to fire was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was used in the femoral vein. It should be noted the prostar instruction for use (IFU) states: the prostar¿ xl percutaneous vascular surgical systems are intended for percutaneous delivery of sutures for closing the common femoral artery access site for patients who have undergone catheterization procedures. It is unknown if the unspecified failure was caused by the IFU violation. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. Based on observations from the returned analysis it is likely the angle of the device hub was not aligned to the needles due to possible patient vessel interaction. The rationale is based on the following: there were no abnormalities found with the device and needles deployed without issue. The patient was listed as pediatric. Per the IFU states: the safety and effectiveness of the prostar xl pvs system have not been established in the following patient populations: patients younger than 18 years of age. Patients with small femoral arteries (<5mm). Additionally, the device is indicated for femoral arteries only. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.